Event description:
The manufacturer was contacted in reference to the voluntary field safetly notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging headache, dizziness, and nausea, can't sleep at night. There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging headache, dizziness, and nausea, can't sleep at night. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 11/28/2022 patient alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.